Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was rapidly depleting. Tandem technical support (cts) reviewed battery history and battery depleted 65 percent within 24 hours. Cts followed up multiple times to confirm battery depletion rate, customer did not reply. Customer's blood glucose was 158 mg/dl.